Event description:
It was reported that the burr got stuck on the guidewire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro and rotawire were selected for use. During removal, it was noted that the wire got kinked approximately 2cm from the proximal part of the wire. Consequently, the burr got stuck on the guidewire. The burr and rotawire were removed from the body as one unit. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Event description:
It was reported that the burr got stuck on the guidewire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro and rotawire were selected for use. During removal, it was noted that the wire got kinked approximately 2cm from the proximal part of the wire. Consequently, the burr got stuck on the guidewire. The burr and rotawire were removed from the body as one unit. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Visual and microscopic inspection of the device did not identify any damages or defects. Analysis was performed using the returned rotawire. During testing, the returned wire was removed from the advancer with resistance at the handshake connection. There was a severe kink to the proximal end of the returned rotawire and the most distal portion of the rotawire failed to return as the wire was returned separated and the spring tip was not present. Removal from the burr catheter was completed proximally due to the severe wire kink as resistance was present. Reinsertion of the wire was not completed due to wire damages present.